Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling or button anomaly during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly . Customer's blood glucose was 170 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer stated that the up arrow scrolling thru numbers. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported that the insulin pump had damaged. Customer's blood glucose was unknown mg/d. The customer stated that there is crack on reservoir area. The customer was advice to discontinue the use of the device and revert to a backup plan. The customer was advised that the device would be replaced.